Manufacturer narrative:
Technical services requested that the unit be returned for repair, and gave the customer the basic service fee. The facilities biomed stated that they will meet with facility management team to discuss whether they will repair the unit or throw it away. No further information has been received at this time. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. The device has not been received for inspection, therefore a root cause into the reported issue could not be determined. Although there was no adverse event reported, if the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive ECG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, baxter is reporting this allegation of connection failure as a product malfunction.

Event description:
Baxter received a complaint from the customer reporting issues submitting orders. The wlan, custom ID, and other options grey out intermittently. This report was filed in our complaint handling system as complaint # (B)(4).